Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06403. Additional information received indicates the ipg and one lead was explanted and replaced. Stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000082023. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.